Event description:
A report was received that the patient had an infection of the incision at the lead site after reimplantation. Symptom was redness at the incision site. The physician believed that the infection was procedure related. Antibiotics were given to the patient.

Event description:
A report was received that the patient had an infection of the incision at the lead site after reimplantation. Symptom was redness at the incision site. The physician believed that the infection was procedure related. Antibiotics were given to the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description:linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that no further action will be taken since we have not heard from the patient or from the physician's office.